Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 478 mg/dl. Customer stated that she was noticing fluctuation in her blood glucose. Customer stated that she clamped off the tubing line with a tubing clamp and left it overnight and the insulin pump did not alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.